Manufacturer narrative:
The devices were not returned for evaluation. However, medical records were provided for review. One investigation was confirmed for both tilt and perforation, the second was confirmed for perforation and was inconclusive for tilt. The root cause could not be determined. The devices were labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model md800j, vena cava filter, allegedly experienced tilt and perforation. This information was received from multiple sources. This malfunction involved two patients with no consequences. One patient was reported as a (B)(6) year old female, weight not provided. The second patient weighed (B)(6) pounds, age and gender were not provided.